Manufacturer narrative:
On 9/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 325cc and experienced bilateral capsular contracture. The left breast had capsular contracture baker grade IV as well as a ruptured implant. This event was previously reported under manufacturer report number 1645337-2019-17653 on 8/23/2019. On (B)(6) 2019, mentor received additional information and initial awareness of the right-sided capsular contracture baker grade ii-iii. As a result of the diagnoses, the patient underwent bilateral explantation on (B)(6) 2019 and replaced their devices with 545cc mentor memorygel breast implants (catalog number smpx545, left-sided serial number, right-sided serial number (B)(4)) this report is for the patient's right-sided device.